Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) incision site following an iipg) upgrade procedure. It was also noted that the patients spinal cord stimulator was not functioning as intended due to high impedances on the leads. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: a40560 / a39102.